Event description:
It was reported there was a speaker malfunction. The device was not in use on a patient at the time of the malfunction. No adverse event or patient was harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support to the customer biomed and confirmed the speaker malfunction issue as reported. The rse determined that the power switch/ECG sync out board would require replacement. A replacement power switch/ECG sync out board was sent to the customer biomed. The device remains at the customer site.